Event description:
The customer reported that the system would not save images when using the foot switch. A communication error was also reported; this error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply and connector/backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.